Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be stretched and flattened. The download data showed no signs of a failure to deliver insulin. No alarms, timeouts or drive stalls were observed in the download data. Upon testing the fluid path, fluid was able to flow through the entire fluid path as intended. No leaks or tears were observed in the fluid path. The exact cause and timing of this damage could not be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl, while wearing the pod on the leg between 4 and 24 hours. A new pod was applied as treatment.